Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. Neither the device nor the pro card was available for evaluation. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device's serial number was unknown, so a service history review could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
This is a case report received from a baxter renal nurse. It was reported that on an unconfirmed date the homechoice machine only delivered 6 hours of an 8 hour programmed therapy after a change of prescription. The complainant states the following; patient prescription for 6 hours no problems. Changed prescription to 8 hour program but machine only delivered 6 hours. Card was inserted by ward staff, so I had to put in an incident form regarding this, we assumed that this was an error by ward staff, but when we changed the patients pro card again the machine did not confirm the pro card. We sent this machine back about 2 weeks ago. No clinical consequences for the patient. The machine was returned to baxter.